Manufacturer narrative:
The device history record was reviewed, and the shop orders indicate that product and specification requirements were met with no non-conforming product identified relating to this customer report. A photograph was submitted for evaluation. Based on the digital image it is not possible to confirm the reported condition. Subsequently, two samples outside of the original package and without a lot number were received for evaluation. After performing a visual inspection of the sample, a functional test was performed by introducing water into the dual port adapter connector. There was no flow through the tube. The tube was opened, and residue was found present inside the connector. The second sample was occluded. The tube was opened and contained residue that appears to be hydromer which is used during the manufacturing process. The potential root cause for the condition of the second sample is the possible excess hydromer used in our manufacturing process. Corrective actions are not deemed necessary at this time however the process will be continuously monitored for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the nasogastric (ng) tube was blocked after a medication and water flush was given. A different ng tube was inserted and a different liquid medication was given. A water flush was attempted but the tube was still blocked. There was no harm to the patient.